Event description:
Approximately forty-seven months after the implantation, the patient presented to the emergency room reporting nausea,vomiting, fever and high watts alarms that began earlier that morning. Upon initial assessment, the patient "appeared dehydrated with sepsis". Initial treatment included a fluid challenge and a "high-intensity heparin drip". The patient¿s condition deteriorated with increasing respiratory distress requiring intubation; signs of hemolysis were also present. The patient¿s power consumption continued to rise and intravenous alteplase therapy was initiated for suspected pump thrombus. The patient¿s power consumption was reported to have decreased within the first fifteen minutes of the initiation of the tpa infusion but then slowly began to rise again. A second infusion of tpa was started and the heparin drip was restarted; however, the high power alarms persisted. A transesophageal echocardiogram did not show any detectable intraventricular thrombus. The patient experienced worsening hypotension and continued to deteriorate. The lvad system developed low flow alarms. A norepinephrine drip was started but the mean arterial pressure continued to decrease. The patient then had a ¿run of ventricular tachycardia¿ and was treated with amiodarone and external defibrillation without success. Full resuscitation was initiated; however, the family requested that the resuscitation efforts be discontinued. The patient expired on the same date of admission.

Manufacturer narrative:
The pump was returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the device met all requirements for release. Post-explant engineering analysis did not reveal any conditions that could have caused or contributed to the reported event. Independent pathological analysis confirmed the presence of thrombus within the pump; however, the origin of the thrombus cannot be conclusively determined. There is no evidence to suggest that a device malfunction caused or contributed to the reported event.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.